Event description:
It was reported that during a low anterior resection procedure, the jaw was not opened after the second firing. The deployed staples were not formed properly. The procedure was converted into miles. The doctor commented that the tissue had been too thick. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info was requested and the following was received:

Manufacturer narrative:
Date sent: 10/08/2009. Info anticipated, but unavailable at this time.